Event description:
Caller reported a malfunction on the pump, identified by fault code malf 12. There was no adverse impact to the customer's blood glucose level. The pump malfunction was resolved after the caller received assistance from customer technical support (cts) to reset the pump, and the caller was advised to continue using the pump while instructed to call back if the malfunction code reoccurs.